Event description:
It was reported that the patient experienced nerve irritation. The implantable neurostimulator and lead were explanted per patient request. It was noted that there was patient injury. The patient recovered without sequela.

Manufacturer narrative:
Lead: model 3889-28, lot# v662598, implanted (B)(6) 2011, explanted (B)(6) 2012; programmer: model 3037, serial# (B)(4). Analysis results were not available at the time of this report. An follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator model 3058, serial# (B)(4), found no anomaly. Analysis of the lead model 3889-29, lot# v662598, found no anomaly.